Event description:
.

Manufacturer narrative:
Sorin group (B)(4) mfrs the s3 heart lung machine (hlm). The level sensor is a component of the s3 hlm. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A user medwatch report was received which indicated that there was a failure of the blood level sensor on the venous reservoir of the heart lung machine. Further communication with risk mgmt from the facility indicates that the perfusionist noticed that the blood level in the reservoir had dropped below the level sensor but no alarm was produced. The perfusionist monitored the level for the remainder of the procedure. The procedure continued without further issues. There was no impact on the pt as a result of this issue. The system was later evaluated by the facility's biomedical engineer who replaced the sensor. Sorin group requested detail on the results of the biomedical engineer's eval. A request was also made to have the level sensor in question returned for eval. No response or product have been received to date. A f/u report will be filed if additional info is received.